Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to get the insulin pump to retract. The blood glucose reading was unknown. The customer stated that the insulin pump also alarmed no delivery and battery out limit. He declined troubleshooting for the alarms but requested that the events be documented. He noted that he had recently been discharged from the hospital due to an issue unrelated to diabetes. Nothing further reported.